Event description:
It was reported by the plaintiff's attorney that on an unknown date, the plaintiff was implanted with the sparc sling system "to treat her pelvic organ prolapse and stress urinary incontinence." It was also reported that the plaintiff "had surgery to release portions of the sling" in 2007. It was alleged that the plaintiff has "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone corrective surgery or surgeries," and has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.